Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the spinous process clamp screw was not operating as designed on the clamp. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: lot number updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Spine clamp (product ID: 9731780) was returned to and analyzed by the medtronic hardware analysis team. During analysis, it was reported that the adjustment screw on the returned clamp had nicks in the threads causing difficulties setting the clamp. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.